Event description:
The consumer reported using the prod on the inside of her right calf while sleeping. When the patch was removed, the consumer described a burn with skin removal which caused a scar. The consumer consulted with her dr who cleaned and bandaged the wound as well as advised her to clean the area twice daily.

Manufacturer narrative:
The consumer used the prod off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.